Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Blood glucose reading was 46 mg/dl and 404 mg/dl. The customer stated that the drive support cap was normal. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with glucose tablets. The customer reported that the displacement test passed. The customer alleged that the insulin pump was not over delivering. The insulin pump will not be returned for analysis.